Manufacturer narrative:
Updated fields: b4,d8, d9, g1, g3, g6, h2, h3, h4, h6 (medical problem code, component code, investigation findings , investigation conclusion, type of investigation), h11. Corrected field: h2. The fse stated part is no longer offered by getinge. It is an accessory part only. Unit can operate without the part. It does not affect functionality.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) ac transport cord loose. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.